Event description:
The facility reported a colleague infusion pump which keeps saying "damaged battery" even after the batteries and battery board were replaced. It is unknown in which care area this event occurred. The reported condition occurred during use. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that "keeps saying "damaged battery" even though batteries and battery board are replaced several times" was confirmed during product evaluation. The root cause of this condition was assigned to depleted main batteries. The main batteries and battery harness were replaced onsite at the facility by a baxter field service technician to correct this condition. Additional information: this is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.